Event description:
It was reported that the patient was having connectivity issues with their ipg. A company representee met with the patient and issue still persisted. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated

Event description:
Additional information received reports that the patient underwent surgical intervention in which the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.